Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection multiple abrasion marks were noted along the lead body. The insulation was particularly rubbed through on the distal part of the lead, near the shock coil. This damage can be considered the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. An increased ingrowth may have impacted the leads motion. On the provided x-ray images the lead appears to be ingrown in the area of the subclavian vein and the atrium, corroborating this assumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approximately 99 months after implantation, noise was observed which was confirmed during clinical follow up. The lead was explanted and replaced. Should additional information become available, this file will be updated.